Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements on the right atrial channel. Due to this, a lead safety switch was triggered. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.